Manufacturer narrative:
(B)(4). The customer reported potentially associated lot numbers of r15a2005, r14lo1016, and r15a14010. However, the lot number for this report will remain unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had backflow. According to the reporter, ¿the operating room nurse placed a syringe on the clave port and was able to aspirate fluid from the proximal IV bag, but not able to inject fluid into the distal tubing below the port.¿ the fluid backed up into the line and into the IV bag. There was patient involvement, but there was no report of any injury or medical intervention. No additional information is available.